Event description:
It was reported that there was right ventricular (rv) high impedance, oversensing, noise, and decreased impedance due to a set screw issue on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable defib lead (B)(6) 2012; (B)(4) tissue valve (B)(6) 2012. (B)(4).